Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified and the cover was secured to the collimator during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table was lowered onto the collimator of the 9800 system and caused the cover to come loose preventing use. There were no reported patient involvement.